Event description:
(B)(4) study. Same case as 2134265-2012-07334. It was reported that following a coronary artery treatment procedure the patient expired. The target lesion was located in the mid right coronary artery (rca) with 99% stenosis and was 12.0 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm study stent, with 0% residual stenosis. During the index procedure, attempts to pre-dilate the target lesion with a 2.50 x 12 mm and 2.00 x 15 mm maverick balloon was attempted. However, the attempts were unsuccessful. The target lesion was finally pre-dilated using multiple other maverick balloons and guide wires. Following study stent placement, evidence of guide disruption with 60% stenosis was observed in the proximal rca this was subsequently treated with placement of a 3.5 x 16 mm taxus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with recurrent peri-umbilic abdominal pain and fever on arrival to the emergency department, the subject had a high wbc count and was tachycardic and hypotensive. The subject was administered 500cc of normal saline and was transferred to another medical facility for further evaluation. The patient was recently diagnosed with non-small cell lung cancer treated with chemotherapy and clostridium difficile colitis. On admission to the other medical facility, the patient developed a course of atrial fibrillation with rapid ventricular response which was refractory to treatment. The patient was also noted to have aortic stenosis that resulted in cardiogenic shock. Additionally, due to clostridium difficile colitis, the patient was suspected to have been septic. CT of the abdomen and pelvis performed in (B)(6) 2012 revealed mild interval worsening of diffuse wall thickening of the colon with adjacent inflammatory change, suggesting worsening non-specific colitis. The patient was transferred to the critical care unit where a central line was placed and further treatment was continued. The patient requested to be a dnr. Comfort care arrest and do not intubate. At 1430 days post index procedure, the patient expired due to multiple medical problems. Per discharge summary, the cause of death was aortic stenosis. Site has confirmed that no death certificate or physician note of death will be available for the patient.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).